Event description:
On (B)(6) 2019, a reporter (wife) for the lay user/patient (husband) contacted lifescan (lfs) alleging that his onetouch verio 2 meter was displaying an error 2 message whilst attempting to test. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained after reviewing the original call. The reporter stated the alleged product issue first began on (B)(6) 2019, at 05:00am. The patient manages his diabetes with insulin (self-adjuster) and reported that he took his usual dose of toujeo 22units ¿right after¿ obtaining the error 4 message. The reporter stated that 1 hour after the alleged product issue began the patient developed symptoms of ¿lightheaded, lethargic and nauseous¿. The reporter was unable to clarify what treatment the patient received, if any. At the time of troubleshooting, the cca noted that it was not the first time the subject meter was in use. There was no misuse of the product. The patient used the correct test strips and performed the correct testing steps. After pressing the power button, the error 2 message did not reappear. Replacement product was sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.